Event description:
It was reported that the cockpit c500 screen of the device shut down during use. The device was replaced. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined onsite supported by dräger service and the log file was secured for analysis. Information was made available and analyzed. The malfunction is caused by a hard disc drive (hdd) access problem which triggers a sporadic disk boot error and results in an unsuccessful cockpit restart. The access problem is caused by a persistent error of the cockpit¿s hdd. Replacing the hdd of the cockpit was recommended to remedy the issue. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure as well as an indicator for the ongoing ventilation are displayed in the additional oled display located on the ventilation unit.